Manufacturer narrative:
Letter received from (B)(6) labs, manufacturer of mastisol liquid adhesive, informing 3m of adverse event. (B)(6) labs reference number: cs#(B)(4). Device not provided to manufacturer for evaluation. Complaint type is being monitored and analyzed.

Event description:
A (B)(6) female customer reported left foot surgery on (B)(6) 2014. Reported mastisol liquid adhesive and r1541 steri-strips were applied to incision area. Reported 4 days post surgery, dressings were soaked with liquid drainage and when removed, her whole foot was dripping. Reported foot was painful, red and had swelling and blisters. Reported she was treated initially with oral antibiotic and topical mupirocin. Stated area took about two months to heal and still has two remaining spots that have recently scabbed over following treatment of 12 day medrol dosepak.